Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported that the patient had the 18fr, 1.7 cm tube- low profile gastronomy button. The patient¿s mother noted leaking through the ¿skin hole¿, but then noted the leak occurred through the ¿lid¿, even when closed. This was the third button exchange. No patient injury reported.